Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a total knee replacement surgery performed on (B)(6) 2015, the patient experienced a locking of the left knee when attempting to cycle. The knee locked when the foot pedal was at the top of its travel, and the patient was no longer able to cycle. No treatment was provided, and the adverse event has not resolved.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h6: impact code correction. H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a definitive clinical root cause for the reported left knee locking could not be determined. Radiographic findings at the 10-year follow-up showed slight patellar displacement (4mm) and osteophytes, but no signs of implant loosening, osteolysis, or instability. The knee alignment was neutral, with a range of motion of 120 degrees, and the patient reported being ¿satisfied¿ to ¿very satisfied¿ with knee function. Locking or catching of a prosthetic joint is a known potential issue and can result from mechanical or patient-related factors. It is unclear whether this was a true mechanical locking or a pseudo-locking event. Additionally, the patient¿s bmi of 40.6 at the time of surgery may have contributed to increased stress on the implant and cannot be ruled out as a factor. No treatment was provided for the event, and the patient has not recovered. Close clinical follow-up is recommended, and further evaluation may be needed if additional documentation becomes available. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed femoral and patellar component. A review of complaint history of the previous 12 months revealed a similar event for the listed part number of the tibial base plate, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.